Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed. When shuttling down to deploy the sealant, the shaft of the device kinked and was unable to deploy the sealant. The device was removed, and manual pressure was held. There was no reported patient injury. The device will not be returned for evaluation as it was not saved by the customer.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) failed. When shuttling down to deploy the sealant, the shaft of the device kinked and was unable to deploy the sealant. The device was removed, and manual pressure was held. There was no reported patient injury. The device was not returned for evaluation as it was not saved by the customer. The reported events of ¿advancer tube-kink/bent¿ and ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the kinked/bent and failure to deploy events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, the events reported could be related to procedural/handling factors, such as excessive force during shuttling down, and the subsequent incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.